Event description:
On (B)(6) 2013, the pt reported that the display on her infusion device had been freezing and when it did, the device would not deliver her basal rate. The pt first noticed the issue on (B)(6) 2013. The pt stated that the rubber by the up and down buttons is cracked and when the presses the buttons she can see the metal interior of the infusion device. She is concerned that moisture may have entered the device. The pt has replaced the battery in the device. On the date of report, the issue with the display freezing occurred three times. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product evaluation.

Manufacturer narrative:
Product was received on (B)(4) 2013. The delivery accuracy and the occlusion limits were tested successful and meets the specification. The soft components of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. The buttons function were tested successful and comply with the specification.